Event description:
The customer stated that her acuity central monitoring system rebooted. This resulted in a loss of centralized pt monitoring. The customer stated that this reboot affected the care of one pt. There is no report of injury or death.